Manufacturer narrative:
Concomitant medical products: (1) 80k visao handpiece drill (3334800); sn: (B)(4); lot: 73520500; manufacture: june 10, 2011; 510k: (B)(4). (B)(4). In response to medtronic¿s request for device return, 2 devices were returned to the manufacturer for evaluation and repair. Evaluation is currently in progress but not yet complete¿however, temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: (detailed as follows): 3334800 (sn: (B)(4); lot: 73520500) ¿ rear - 74.84 degrees f; middle - 79.7 degrees f; nose - 87.44 degrees f. 3334800 (sn: (B)(4); lot: 205313169) ¿ rear - 69.98 degrees f; middle - 94.28 degrees f; nose - 121.1 degrees f. This device is used for therapeutic purposes.

Manufacturer narrative:
In response to medtronic¿s request for device return, 2 devices were returned to the manufacturer for evaluation and repair (detailed as follows): 3334800 (sn: (B)(4); lot: 73520500) ¿ analysis was not able to confirm or duplicate the alleged overheating, however did find deteriorated parts. 3334800 (sn: (B)(4); lot: 205313169) ¿ analysis was able to confirm and duplicate the alleged overheating¿the device was also making an unusual sound when running and a bur could not be inserted smoothly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two visao handpiece drills were not working and overheated intraoperatively during a tympanoplasty. Another device was used to proceed with the case. This is the only information provided and the surgery was completed with no report of patient impact or injury as a result of this event.